Manufacturer narrative:
The customer reported event of ivtm thermogard (sn (B)(4)) air trap error message will not clear during setup was confirmed during functional test and per archive data. The root cause was due to a damage coolant block assy. During visual inspection, there were no physical damage observed in the ivtm thermogard system. The event log review showed several mid:09 (air trap assembly) in the file logs. During functional test, the ivtm thermogard failed with mid:09 (air trap assembly) error code. The coolant block assy was replaced to correct this issue. The ivtm thermogard console is a reusable device and it was manufactured on 02/01/2011 which is more than 8 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the service, the ivtm thermogard was subjected to burn-in test for more than three days and performed within the specification. Historical complaints were reviewed and there were no similar complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported that the ivtm thermogard air trap will not clear during setup. Unknown how treatment was continued. No consequences or impact to patient. No additional information was available.